Manufacturer narrative:
After the surgery, it was found on the post operative films that a small portion of the distal end of the cannula has been retained in the patients femur. The surgeon determined that it would be more harmful to try and remove the than to leave. A supplement report will be submitted with additional information from the investigation.

Event description:
Scp cannula broke off in the patients femur.

Manufacturer narrative:
X-ray images were received from the attending sales representative, confirming the reported complaint condition of the cannula tip in the patient's femur. The root cause of the complaint condition can be attributed to surgical technique, which was reviewed with the sales representative. Per the accuport IFU, ¿do not bend or exert unnecessary force on cannula during insertion to avoid damaged or broken cannula,¿ and "use proper technique to remove cannula from bone to avoid damaged or broken cannula. Fully insert stylus into cannula, then remove stylus and cannula with surgical drill in reverse.¿

Event description:
Scp cannula broke off in the patients femur.